Event description:
It was reported that an ilet displayed repeated bluetooth communication alerts and subsequently became unusable, with the screen not operable, and the device required replacement. Symptoms included no injury. Outcomes included interruption of therapy and the need for device replacement, while the user continued cgm use independently. Investigation included customer interview and review of device status and alerts. Investigation of this case revealed a communication failure consistent with a bluetooth connectivity error. It was concluded that the device experienced a hardware malfunction affecting communication and functionality, necessitating replacement.